Event description:
It was reported that the implantable recorder showed asystolic episodes where there were no patient symptoms shown at that time. The device remains in use. No patient complications were reported as a result of this event. The implantable recorder was later removed and replaced with a complete pacemaker system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the recorder was returned and analysis revealed no anomalies.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable recorder showed asystolic episodes where there were no patient symptoms shown at that time. The device remains in use. No patient complications were reported as a result of this event.